Manufacturer narrative:
Product ID: 7482, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported that the patient needed a revision on his extension. Additional information was requested, but was not available as of the date of this report.